Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with white foreign matter. There was no physical damage where foreign matter remained. The foreign material was unable to be identified. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section rubber glues separated, the channel cover is damaged, the universal cord is wrinkled, the there is a snaky connecting tube. However, these defects alone are not considered severe enough to cause a potential adverse event. The detection method is described in the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the IFU gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, too much pressure was noted in the air/water flow system of the gastrointestinal videoscope. The issue was found during reprocessing with automatic endoscope reprocessor (aer). The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.